Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose (bg) ranged from 40-50 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, customer continued to use pump for insulin therapy.